Event description:
The hosp reported that at the completion of a multiple coronary artery bypass graft procedure, two heartstring seals didn't unravel completely during removal process. One seal was removed without damaging the anastomosis. The surgeon loosened the suture stitches to remove the second seal. No pt complications were reported by the hosp. This report is for the seal that was removed.